Event description:
The customer reported that the system will not save pictures or shift from left to right. This happened during a procedure.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.